Event description:
It was reported that, "pt climbing stairs and pt heard a loud 'pop' and felt 'sharp' pain. Procedure done in 2005. Pt has since moved to another state. Pt scheduled for surgery in 2009. Pt wanted to 'think about surgery for revision' has not had surgery yet."

Manufacturer narrative:
An eval of the device cannot be performed, as the device is still implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.